Event description:
Birth control shot was leaking after I took the cap off and before I took the needle on. The product is medroxyprogesterone acetate. [Device leakage] no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns of device leakage and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2024, amneal pharmaceuticals received information from patient¿s relative via a voicemail concerning above-mentioned adverse events experienced by the patient while on amneal's medroxyprogesterone acetate prefilled single-dose syringe. The patient was being treated with medroxyprogesterone acetate injectable suspension 150 mg/ml (ndc: 70121-1480-01) (dose, frequency, route and therapy dates not reported) for birth control. Procedure included contraception. Co-suspect medication, concomitant medication, current conditions, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. It was reported that, the patient¿s birth control shot was leaking after they took the cap off and before they took the needle on. Last action taken with medroxyprogesterone acetate prefilled single-dose syringe in relation to device leakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device leakage and no adverse event was unknown. The reporter did not provide the causality device leakage and no adverse event with medroxyprogesterone acetate prefilled single-dose syringe. This case was considered as serious. The reportability of this case was expedited. Follow-up (#1) information was received on 11-sep-2024. Additional information was received from the patient aunt via an email. New information included reporter's information (address) patient details (address), product details (lot number, expiry date, and serial number) and event onset date was updated. The patient was being treated with medroxyprogesterone acetate injectable suspension 150 mg/ml (serial number: (B)(6), batch/lot: 240076 and expiration date: feb-2026) (dose, frequency, route and therapy dates not reported) for birth control. It was reported that on (B)(6) 2024 they received a completely sealed medroxyprogesterone acetate prefilled single-dose syringe from their pharmacy. On (B)(6) 2024 they noticed that medication was leaking from the cap. Last action taken with medroxyprogesterone acetate prefilled single-dose syringe in relation to device leakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device leakage and no adverse event was unknown. The reporter did not provide the causality device leakage and no adverse event with medroxyprogesterone acetate prefilled single-dose syringe. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#2) information received on 23-oct-2024. New information received includes investigation report, attached with this case. Neither complaint sample nor pictures of the complaint unit were received. Therefore, complaint sample evaluation cannot be performed. During the investigation it is confirmed that: the compounding, filling and visual inspection processes of batch 240076 were conforming. No record found in relation to the problem statement. The related material batches used on the manufacturing of batch are compliant and have been used for the manufacture of other released final units. Retention and reference samples are compliant. Batch record documentation with no issues. Inspection of particles and visible defects with no anomalies. Dose control ipcs reviewed and confirmed to be compliant. Break/loose and average gliding force test (part of release testing) reviewed with compliant results. After finishing investigation, it was concluded that issue is not likely to have occurred during manufacturing process performed in farmalan premises. Bearing in mind all the previous information, batch 240076 maintains its status as conforming as it has no impact on product quality, efficacy or safety. The units that are in the market and that have already been released are not impacted for this complaint. Last action taken with medroxyprogesterone acetate prefilled single-dose syringe in relation to device leakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device leakage and no adverse event was unknown. The reporter did not provide the causality device leakage and no adverse event with medroxyprogesterone acetate prefilled single-dose syringe. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
Birth control shot was leaking after I took the cap off and before I took the needle on. The product is medroxyprogesterone acetate. [Device leakage] no adverse even. T [no adverse event] case narrative: this initial spontaneous report concerns of device leakage and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6)2024, (B)(6) pharmaceuticals received information from patient¿s relative via a voicemail concerning above-mentioned adverse events experienced by the patient while on amneal's medroxyprogesterone acetate prefilled single-dose syringe. The patient was being treated with medroxyprogesterone acetate injectable suspension 150 mg/ml (ndc: 70121-1480-01) (dose, frequency, route and therapy dates not reported) for birth control. Procedure included contraception. Co-suspect medication, concomitant medication, current conditions, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. It was reported that, the patient¿s birth control shot was leaking after they took the cap off and before they took the needle on. Last action taken with medroxyprogesterone acetate prefilled single-dose syringe in relation to device leakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device leakage and no adverse event was unknown. The reporter did not provide the causality device leakage and no adverse event with medroxyprogesterone acetate prefilled single-dose syringe. This case was considered as serious. The reportability of this case was expedited. Follow-up (#1) information was received on 11-sep-2024. Additional information was received from the patient aunt via an email. New information included reporter's information (address) patient details (address), product details (lot number, expiry date, and serial number) and event onset date was updated. The patient was being treated with medroxyprogesterone acetate injectable suspension 150 mg/ml (serial number: (B)(6), batch/lot: 240076 and expiration date: feb-2026) (dose, frequency, route and therapy dates not reported) for birth control. It was reported that on (B)(6) 2024 they received a completely sealed medroxyprogesterone acetate prefilled single-dose syringe from their pharmacy. On (B)(6) 2024 they noticed that medication was leaking from the cap. Last action taken with medroxyprogesterone acetate prefilled single-dose syringe in relation to device leakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device leakage and no adverse event was unknown. The reporter did not provide the causality device leakage and no adverse event with medroxyprogesterone acetate prefilled single-dose syringe. This case was considered as serious. The reportability of this case was expedited.

Event description:
Birth control shot was leaking after I took the cap off and before I took the needle on. The product is medroxyprogesterone acetate. [Device leakage] no adverse event [no adverse event] case narrative: this initial spontaneous report concerns of device leakage and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2024, amneal pharmaceuticals received information from patient¿s relative via a voicemail concerning above-mentioned adverse events experienced by the patient while on amneal's medroxyprogesterone acetate prefilled single-dose syringe. The patient was being treated with medroxyprogesterone acetate injectable suspension 150 mg/ml (ndc: 70121-1480-01) (dose, frequency, route and therapy dates not reported) for birth control. Procedure included contraception. Co-suspect medication, concomitant medication, current conditions, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. It was reported that, the patient¿s birth control shot was leaking after they took the cap off and before they took the needle on. Last action taken with medroxyprogesterone acetate prefilled single-dose syringe in relation to device leakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device leakage and no adverse event was unknown. The reporter did not provide the causality device leakage and no adverse event with medroxyprogesterone acetate prefilled single-dose syringe. This case was considered as serious. The reportability of this case was expedited.